Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned. As a result non-deployment of t2 cannot be confirmed. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360 curved ndl delivery system the second stitch never came out from the canal. There was difficulty advancing the trigger to release the t2 implant. Three devices were used during surgery and two of them had the problem. The third device had no problem. All pieces/debris from both devices were removed from the patient.